Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 103 (night drain cycle three) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during use, but the patient was not connected at the time of alarm. The technical services representative reviewed the therapy log and found that the previous therapy was ended early in cycle two. The ultra-filtration (uf) was 2346ml, and the patient had an initial drain alarm (ida) of 0ml. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The device was not returned for evaluation; therefore the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.